Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 430 mg/dl at time of incident and current blood glucose was 438 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm during basal. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. Troubleshoot was performed. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.